Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/26/2019. The manufacturer's field service engineer (fse) performed remote troubleshooting and recommended that an onsite fse be dispatched to evaluate the ventilator. It was suspected that the flow assembly required replacement. The customer declined onsite servicing. Per the customer's policy, they would need to first contact their technician before seeking outside help. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator failed test 6 (o2 accuracy) during annual preventative maintenance. There was no patient involvement.